Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported driveline power fault alarms was confirmed based on the evaluation of the returned pump cable. The replaced portion of the pump cable was returned for evaluation, secured to a modular cable. The segment measured approximately 4 inches long and the severed ends of the wires had been wrapped with tape. Electrical continuity testing confirmed high resistance in the brown wire (pwr a). The source of the increased electrical resistance was isolated to within the pump cable inline connector. The increased resistance would have caused the intermittent power a faults captured in the submitted system controller log files, which caused the driveline power fault alarm to latch. The titanium housing of the pump cable inline connector was removed and the connector was fully dissected. The interior of the connector showed no evidence of damage to the socket or conductor contacts that would have contributed to the reported event. Some green and white material was identified within the connector but these could not be confirmed as the cause of the increased electrical resistance. Following the dissection, the continuity testing was repeated and the increased electrical resistance could not longer be reproduced, even while manipulating the connection to a modular cable pin. Although the evaluation was able to isolate the source of the increased electrical resistance that caused the reported alarms to the pump cable inline connector, the specific mechanism for the increase was unable to be identified. The patient remains ongoing on vad support and no further issues have been reported since the pump cable was repaired on (B)(6) 2019. Heartmate 3 lvas IFU rev. C, and patient handbook document, rev. C, contain a section entitled ¿caring for the driveline.¿ this section provides information on driveline care and cleaning. The labeling warns never to submerge the driveline, system controller or any external system components in water or liquid. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The alarms and troubleshooting sections explain all system alarms and the recommended actions associated with them, including the driveline power fault alarm. The equipment maintenance section of the patient handbook explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there were multiple driveline power fault alarms. There was no external modular cable damage evident and the patient was asymptomatic. Log files did not show any pump stoppages or low voltage hazards. It was recommended to exchange the modular cable. The alarms persisted after a clean modular cable exchange and were confirmed in log file analysis. There were no interruptions in pump support during these alarms. Due to the ongoing driveline power fault alarms (resistance seen in line a) the team decided to perform a modular cable disconnect and perform cleaning on the pump driveline on the (brown) pin 6. It was arranged for the patient to be transferred to coronary care unit and to be supported with milrinone prior to disconnecting the modular cable. Heparin administered and patient inr therapeutic. The vad coordinator performed cleaning with micro brush and used compressed air to remove any debris or corrosion. No visible debris or corrosion seen. The patient remained stable throughout procedure. On (B)(6) 2019, additional log files were submitted and log file analysis captured the driveline power fault again caused by power a being broken. On (B)(6) 2019 an hm3 driveline evaluation/repair was performed. Hm3 percutaneous cable replacement performed and they connected hm3 percutaneous cable to hm3 modular cable without issue. Post repair there were no issues noted. The log file post the driveline repair shows there were no pump stops during the repair and the driveline power fault did not return. Power lines a and b were carrying equal amount of current. No further information was provided.